Manufacturer narrative:
The insulin pump was received with the end cap cracked and detached. The device alarmed motor error during rewind due to motor flex cable being disconnected from the interface board. It was unable to perform the displacement test due to motor error alarm. Device was also received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
The customer reported via phone call that the bottom portion of the insulin pump popped off and the device stopped functioning. The customer stated that she took the insulin pump out of the pocket and it was cracked and the bottom piece where the drive support cap is came off. Blood glucose value is unknown. The customer stated she may have bumped something by accident. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.